Event description:
It was reported that the patient was experiencing discomfort. The patient underwent an explant procedure.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-adapters. Upn: m365sc9208150. Model: sc-9208-15. Serial:(B)(6). Batch: 7022062 / 7022050.